Event description:
It was reported that post implant, there was diminished sensing on the right ventricular lead. An attempt was made to reposition the lead, but there was difficulty extending/retracting the lead helix. The physician reported feeling that something "knicked within the lead" resulting from over rotation of the rotation tool. Upon extraction there was tissue on the helix, and the helix screw mechanism was damaged. It was not possible to retract or extend the helix, and one "could see movements proximal to the rv coil." Another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.